Event description:
It was reported that catheter issue occurred. The target lesion was 100% stenosed and was located below the knee in a moderately tortuous and severely calcified vessel. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During insertion, the catheter became stuck in the lesion. The entire system was removed together. The procedure was completed with another of same device. There were no patient complications reported.